Manufacturer narrative:
Continuation of d10: product ID: 8711, lot# n188242004, product type: catheter. Product ID: neu_unknown_ prog, product type: programmer. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 22-jan-2011. Product ID: neu_unknown_prog, ubd: 22-jan-2011. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2023, a pump replacement surgery was performed for this patient.  At that time, the catheter was scheduled to be replaced, but the catheter on the spinal cord side could not be removed due to adhesion, and forcing the catheter out might damage the dura mater. The physician tried to remove the anchor and connector to replace the catheter, but because of the adhesion of the catheter on the spinal cord side, the attempt was discontinued. Thus, the catheter was not replaced, and only the pump was replaced. The connector was removed from the catheter, so it was restored to its original position again. After the placement of the new pump, the flex mode was set to inject 14g in 1 minute every 4 hours without changing the daily dosage from the previous simple continuous mode (180 g/day). This patient originally had a daily dose of more than 400 g/day and was told that the itb therapy might be stopped, so the dose was lowered to 180 g/day. At this stage, no worsening of spasticity was observed. On (B)(6) 2023, it was reported the patient's spasticity in the lower limbs had worsened since the night of (B)(6) 2023 and they wanted to readjust the flex mode. Therefore, the physician was asked to first change the dosing setting to the original simple continuous mode. Two hours later, the physician called again and said that since there was not much change, the dosage would be increased, and that the patient would be monitored at 225 g/day, a 25% increase in dosage. Additional information received indicated the dosage was changed (2000-500 g/ml) on (B)(6) 2023 at the outpatient clinic, but it was not entered into the program. Therefore, the dose had been reduced to 45 g, which is 1/4 of the actual dose. Since there is a possibility of overdose, the dose was currently being lowered and was set at 144 g/day today, (B)(6) 2023 (no somnolence, etc.). However, since catheter blockage cannot be ruled out, catheter angiography will be considered in the future. The causal relationship to the drug was indicated to be related. The causal relationship with the catheter, pump, programmer, and procedure was indicated to be unknown.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. It was reported the concentration of the drug was changed during the outpatient visit on (B)(6) 2023 was from 2000 g/ml to 500 g/ml.

Manufacturer narrative:
Continuation of d10: product ID 8637-20, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type pump product ID 8711, lot# n188242004, implanted: (B)(6) 2010, product type catheter product ID neu_unknown_prog, product type programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. It was reported the model and serial number of the clinician programmer used to program the pump was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8637-20 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type pump product ID 8711 lot# n188242004 serial# implanted: (B)(6) 2010, explanted: product type catheter product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.